Manufacturer narrative:
Analysis was performed on the returned device. The returned product observation determined a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the observations from the returned analysis, the investigation determined that the observed needle to cuff miss and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after an interventional procedure. Reportedly, an unknown failure occurred. Analysis of the returned device noted that the posterior needle tip had no damages noted [suture retrieval issue]. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.